Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? The levers were compressed 2. Did the device deliver any staples? Yes. 3. If yes, were the staples formed properly? Yes. 4. If yes, was the staple line complete? Yes. 5. Did the device cut? No. 6. If yes, was the cut line complete? N/a. 7. If yes, was there any issue with the cut line? N/a. 8. Was there any difficulty opening the device jaws? Yes. 9. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Eventually released after several attempts. 10. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Don't recall specific measures taken. 11. Did the jaws eventually open? Yes. Corrected data: h4. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an urgent unknown laparoscopic procedure, it was observed that the device would not open upon release when it was clamped on the tissue where it was supposed to staple and seal. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2025. B3: only event year known: 2025. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.